Manufacturer narrative:
The clamp was returned to the manufacturer for analysis. The clamp was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Patient information was unavailable from the site. Device lot number unavailable. The instrument has not been returned to the manufacturer for analysis. Device manufacturing date is dependent on lot number, therefore, unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a sacroiliac and thoracolumbar procedure. It was reported the screw thread on the clamp was worn. The procedure was completed with the use of backup products. This issue occurred intraoperatively and did not cause any surgical delay. There was no reported impact on patient outcome.